Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a navigator hd access sheath was used during a procedure performed on (B)(6) 2018. According to the complainant, during preparation, it was noted that the coating of the sheath peeled off from the device. The procedure was completed with another navigator hd access sheath. No patient complications have been reported as a result of this event attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a navigator hd access sheath was used during a procedure performed on (B)(6) 2018. According to the complainant, during preparation, it was noted that the coating of the sheath peeled off from the device. The procedure was completed with another navigator hd access sheath. No patient complications have been reported as a result of this event attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A visual examination of the returned complaint device found a kink near the hub. Only the sheath was returned. The sheath was moistened with water and it became slippery, indicating that coating was applied on the device. The coating appeared to be uneven in some areas. The noted failure likely occurred due to handling/manipulation of the device during preparation that could have affected the device performance and its integrity; therefore, the most probable root cause is handling damage. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.